Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The concentric and the de novo target lesion contained greate than equal to 90 degree bend and was located in the mildly tortuous and mildly calcified left anterior descending artery. A 28 x 2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal stent struts flared. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. Promus premier ous mr 2.50 x 28mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage. Strut rows 1- 6 from the distal end of the stent were damaged and stretched in a distal. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device identified a hypotube kink at 575mm distal to the distal end of the strain relief. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The concentric and the de novo target lesion contained >=90 degree bend and was located in the mildly tortuous and mildly calcified left anterior descending artery. A 28 x 2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal stent struts flared. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.